Manufacturer narrative:
D4: lot number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative regarding a peek rod used in spinal therapy. It was reported that the patient had peek rods implanted during their surgery (B)(6) 2022 which broke post op. The patient was unaware and the broken rod was undetectable. Patient experienced extreme pain and hardship as a result. This was corrected on (B)(6) 2025.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the legal comment report (lcr) that the initial surgery happened was spinal fusion in (B)(6) 2022 aimed to address severe stenosis and foraminal spaces in between the vertebrae spaces where the nerves run through and loss of function. However, by (B)(6), 2023, MRI results revealed tears, bulges, and stenosis in the fused areas, leading to the need for hardware removal and a second fusion. By (B)(6) 2025, the patient faced significant functional decline, including difficulty walking, dragging the right leg, extreme fatigue, and depression.